Event description:
It was reported the patient¿s pump had been alarming since last night. The reporters stated the alarm was two toned and went off every 10 minutes for about 30 minutes and then would stop for a while and intermittently start up again. It was noted the patient saw their healthcare professional (hcp) today and they checked the pump with their programmer, but could not find anything wrong. The reporter stated the hcp told the patient to make an appointment with the ¿electronics guy,¿ but that appointment was not until monday. The reporter further stated they were still concerned. It was noted the patient stated the hcp ¿looked at all the alarm stuff and did not express that they looked and the logs and just said nothing was wrong.¿ the reporter stated it was not some other type of device alarm they were hearing. It was noted the patient had last been filled by the hcp on (B)(6) 2014. It was further noted the hcp checked the pump and there was 30 ml left in the pump. The pump contained bupivacaine, baclofen, and dilaudid (hydromorphone). Additional information received reported that there was a motor stall that never recovered. It was noted that a critical motor stall alarm occurred. It was further noted the patient had underdose symptoms. The reporter stated that logs were run to show the motor stall without recovery. It was noted the patient was hospitalized and a replacement was scheduled for (B)(6) 2014. Additional information received reported the patient¿s pump was replaced last evening. The reporter stated the pump was interrogated prior to replacement and a motor stall had occurred with the ¿stop pump period may exceed tube set¿ message. It was noted the patient experienced withdrawal symptoms due to the pump motor stall. It was further noted the patient did not have any MRI's prior to the motor stall and cause of the motor stall was not known. The reporter stated the hcp gave the patient a 2 mg bolus and set the daily rate to 6 mg/day. The reporter further stated the patient was kept overnight for observation and the hcp planned to titrate the patient¿s dose if necessary. It was noted the hcp took 20 ml out of the old pump and put it into the new pump. Additional information received reported the patient¿s pump was alarming on (B)(6) 2014. The reporter stated they were not informed that the alarm the patient was hearing was a critical alarm versus a non-critical alarm. It was noted that an alarm was heard and confirmed by telemetry. The reporter stated the pump was interrogated by the hcp and the elective replacement indicator (eri) showed that there were 45 months left before end of service. The reporter further stated the hcp did not know why the pump was alarming. It was noted the pump logs showed that the pump motor was stalling and starting on (B)(6) 2014. It was further noted the pump would stall for 30 minutes or so and then recover. The reporter stated that on (B)(6) 2014 the pump would shut off for longer and longer intervals until it stalled completely. The reporter further stated that was when the alarm would sound every 10 minutes. It was noted the patient went through baclofen and dilaudid withdrawal friday, saturday, sunday, and monday. It was further noted the patient was released from the hospital on tuesday. The reporter stated the patient was vomiting violently for two or three days. The reporter further stated the patient received a replacement pump and it was working well.

Manufacturer narrative:
Analysis of the returned pump revealed motor/feedthru anomaly/shorting across insulator.

Event description:
Additional information received reported the pump should contain around 12 ml of drug. It was noted that 20 ml was taken out and placed in the new pump.

Manufacturer narrative:
Concomitant medical products: product ID: 8731, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.